Manufacturer narrative:
The vyaire medical failure analysis (fa) laboratory received the suspect exhalation valve component for investigation. The fa visually inspected the exhalation valve and found the coil wires were incorrectly oriented on the peripheral circuit board. Further testing also confirmed the alarm behavior on a test unit, which was reported by the customer and the exhalation valve was also found to be leaking resulting in the extended system test failure. At this time, the reported event was duplicated and the root cause is associated with a manufacturing process issue. This issue will be internally investigated within vyaire medical.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the user mode and confirmed failure errors in the error log of the device. The fse isolated the issue to an internal leak fault within the exhalation valve assembly. The fse replaced the exhalation valve and performed the operational verification of the device. The device was returned to the customer operating to manufacturer specifications. Failure investigation: at this time, vyaire failure analysis laboratory has received the suspect device component but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported a low volume alarm and a ventilator device inoperative condition while in patient use. The customer reported no patient harm was associated with this event. The hospital biomed reporting evaluating the device and found multiple errors in the error log of the device. The biomed also duplicated the low volume event, which triggered associated alarm behavior during the evaluation.